Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Implant remain implanted.

Event description:
It was reported that during surgery, the anchor has failed to function as intended. The surgeon implanted the anchor following the IFU and when pulling the sutures at the end of the surgery, just prior to cutting them; all the sutures pulled out of the anchor. The anchor remained in the patient.